Manufacturer narrative:
The investigation is still ongoing. More information will be available in the next expected report.

Manufacturer narrative:
Arjo was informed about an incident involving the auralis pump. It was reported that a nurse received an electric shock when she tried to plug in the mains cable. The auralis pump was not used for the patient's treatment when the incident occurred. It was confirmed that the caregiver did not sustain any serious injury due to the shock. Photographic evidence provided by the sale and service unit showed a melted plug. The manufacturer verified the photos and discovered that the inside of the plug had signs of a green substance. Several plugs have been returned from the market for further evaluation by the manufacturer. The manufacturer conducted a series of tests to investigate the issue of melted power cord plugs. The test showed the plug's internal wires had intermittent disconnection. The manufacturer simulation showed that when the power cord is used over time, especially when the wire is pulled directly to unplug it, the inner wire may become loose, causing this intermittent disconnection, and further could produce arcing. Strong arcing may produce sparks, and the insulating material could break, generating the green substance (copper chloride), and the plug could melt. To sum up, arjo device failed to meet its performance specification since the power cord was melted and from that perspective the product was involved in the event. The product was not used for treatment the moment when the event occured. This complaint is deemed reportable due to allegation that the power cord malfunction caused electric shock to the nurse while plugging in the cable.

Manufacturer narrative:
The investigation is on-going. The device was returned to the manufacturer for the further testing. The additional report will be send after the manufacturer evaluation.

Manufacturer narrative:
The testing to address the root cause of the complaint is currently on going. The analysis of the supplier production processes is also in progress. A final conclusion will be reached upon the completion of the manufacturer¿s analysis.

Manufacturer narrative:
The investigation is ongoing. Further information will be available in the next expected report.

Event description:
The customer claimed that the caregiver sustained an electric shock. No harm to caregiver was sustained. There was no indication regarding patient involvement. The event occurred while the nurse was trying to plug in the power cable, resulting in an electric shock and a burnt power cable plug. During the onsite visit, the technician found a burnt power cable plug and black drops coming from the plug or wire.